Event description:
It was reported that procedure was to treat a de novo, heavily calcified, moderately tortuous 1st obtuse marginal om lesion with 90% stenosis. A 2.00 x 12mm nc trek neo balloon dilatation catheter (bdc) was prepared according to the instructions for use, with no issues. Resistance was encountered between the bdc and the anatomy during advancement, and the balloon ruptured during the initial inflation at 10 atm. As a result, the bdc was removed from the patient. Intervascular ultrasound (ivus) was used to confirm the lesion, and a xience skypoint was deployed to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.